Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer reported that blood glucose levels were impacted, however the customer could not recall the exact value. The customer administered a manual injection. Reportedly, the customer was able to clear the alarms and resume insulin delivery.